Event description:
It was reported that a customer experienced intermittent occlusion alarms on their insulin pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to address the alarms, and the troubleshooting led to the recommendation and approval of a pump replacement. Customer reverted to an alternative method of insulin therapy. The customer was advised about the updated software on the replacement pump and steps needed upon receiving it. A replacement pump, infusion sets, and cartridges were sent to the customer, and instructions for returning the malfunctioning pump were provided.